Event description:
It was reported that pump displayed recurring malfunction alarm identified as malf 9, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer was advised to switch to multiple daily injections as backup insulin therapy, was sent replacement pump under warranty, and was instructed to place problematic pump in storage mode, re-enter pump settings, reconnect cgm to replacement pump, and return malfunctioning pump using prepaid label within 10 days, all of which customer understood and acknowledged.